Event description:
A malfunction on the pump was reported by the caller, identified as malfunction code 6, which was resettable. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) assisted the caller with resetting the pump, and the malfunction did not recur afterward. The caller was instructed to continue using the pump and to contact support again if the issue reappears. The caller acknowledged and understood the instructions provided.